Manufacturer narrative:
If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The customer reported that 1/8" peg drill belonging to ptg triathlon is broken.